Event description:
During end of the rewarming phase (device set to 36.3 degrees), the device failed with an error message reading "106 fts". Device no longer maintaining pt at set temperature. Trouble-shooting recommendations followed. Innercool technical support contacted - still unable to resume therapy. Dr. Contacted - unable to resume therapy, device continuing to read same error. Pt alert, responsive and appropriate after therapy terminated, no injury to patient suspected. Esophageal temp probe may have been a contributing factor.